Event description:
A customer contacted physio-control for a non critical issue with their device. Upon inspection, by the third party service agent, it was observed that the device would intermittently not respond to on/off button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to worn keypad assembly.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the on/off button would not work intermittently. After replacing the keypad assembly , proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control for a non critical issue with their device. Upon inspection, by the third party service agent, it was observed that the device would intermittently not respond to on/off button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.